Event description:
Technician alleged that the head end hi/low has a slow drift. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.